Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: excision of large abdominal wall desmoid en masse with 2 small bowel resections and a colon resection. Reconstruction of abdominal wall defect, 30 x 15 cm, with prosthetic material and local flap reconstruction. Implant: gore® dualmesh® plus biomaterial [1dlmcp08/ni, 26 cm x 34 cm x 1 mm] implant date: (B)(6), 2010 (hospitalization [ni] [not indicated]) ¿ (B)(6) 2010: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: familial adenomatous polyposis with desmoids. Postoperative diagnosis: familial adenomatous polyposis with desmoids. Co-surgeon: (B)(6), md. Assistant: (B)(6). Anesthesia: general. IV fluids: 2500 crystalloid, 750 colloid with no packed rbcs. Ebl: 400. Indications: this is a gentleman who has had recurrent desmoid. He is here to undergo excision again. He had been on sulindac and tamoxifen; however, has been having increasing, not external signs, but on cat scan was showing more intraabdominal growth of a desmoid, and therefore decision to perform an excision of this prior to this extending into the base of the desmoid, as patient has had previous small bowel resections already. Therefore, after discussing all the risks and benefits with him and his wife, including, but not limited to, bleeding, infection, postprocedure pain, recurrence, nonsuccess, incomplete removal, risk of further desmoid formation, and short-gut syndrome, all questions were answered. Patient stated he understood. Consent was signed. Description of procedure: ¿a prophylactic antibiotic, invanz, was ordered to be administered within one hour of skin incision (4047f). The antibiotic was consistent with the pqri measure (4041f). Discontinuation of the prophylactic antibiotic within 24 hours was ordered (4049f) and prophylactic antibiotics were given within 4 hours of skin incision or intraoperatively (4046f). Patient was placed in the supine position. After general anesthesia was induced, he was prepped and draped in the usual fashion. Surgery commenced by making a midline incision through his previous midline incision, starting a bit proximal to try to get into what would be normal tissues. The desmoid was noted to be quite large, approximately 16 x 10 cm in size, and extended at least from the midline, though in dissection extended to the left of the midline and also extended well over to his curvilinear right lower quadrant incision performed previously by urology. As we dissected down to the fascia, we entered into the fascia superior and entered intraabdominal. We took an hour and a half in regard to just lysing adhesions, which were from the small bowel to the anterior abdominal wall and small bowel to small bowel; however, as we were able to transect through the abdominal wall, making sure we were removing what was part of the desmoid, we tried to spare as much fascia as possible laterally. It became apparent, though, that the desmoid was intricately involved with the right lower quadrant incision, and therefore we were required to take a button of skin with the specimen. However, most of the dissection to the right of the midline was performed by raising a large flap, again sparing as much fascia as possible but extending and taking a good portion of the fascia to get negative margins. This incorporated down to nearly the pubic tubercle inferiorly and required raising a flap also on the left side and taking fascia and muscle of the rectus on the left and right as needed as it incorporated the desmoid. We worked around circumferentially until it became apparent that there were 2 loops of small bowel that were firmly adherent to the desmoid and incorporated, and therefore this required transection with a blue load. The 1 portion of the most distal terminal ileum was noted to already have an anastomosis from my prior surgery, and a repeat anastomosis would have placed this extremely close to the ileocecal valve, and the mesentery was incorporated in the desmoid and required this to be taken. The decision was to perform an ileocecectomy. Therefore, a small-bowel-to-small-bowel anastomosis was performed as a side-by-side functional end-to-end anastomosis with a gia blue load, followed by a ta-60, and then the more distal terminal ileum to the cecum as a side-to-side functional end-to-end anastomosis, again using the gia 60 followed by the ta 60. It was also noted a portion of the sigmoid colon, which, interestingly, was the actual colostomy takedown site before, and this required us to do an end-to-end anastomosis. For this, after resecting approximately 7 cm of colon, we did a pursestring on the distal portion after cutting off the staple line and tying the anvil to the distal colon, which was the distal sigmoid, and then, making an otomy in the proximal colon, the eea spike was brought out through this proximal staple line. The anvil was removed. The eea was then attached to the anvil and then fired. The otomy that had been made to introduce the eea proximally was then closed in a transverse fashion using a ta 60. This was all submerged, and we clamped the proximal just with our fingers. I introduced the foley catheter to foley up transanally to check the anastomosis. There was good insufflation noted, but no air bubbles. Irrigation was performed, and hemostasis was noted. I turned over the case to dr. Edington at this time. He was going to evaluate for a possible separation of parts or placement of mesh. Also of note, after excision of this very large desmoid, there was also what appeared to be perhaps a smaller desmoid in the left lower quadrant along the abdominal wall, the wall along it did not incorporate it, and this was noted to be approximately 4 x 2 cm in size, and this was also sent separately. I attest I was present from beginning to end, as stated. Patient tolerated my procedure well.¿ ¿ (B)(6) 2010: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: massive abdominal wall defect. Postoperative diagnosis: massive abdominal wall defect. Anesthesia: general. Indications: this is a very pleasant 34-year-old white male has earlier today undergone resection of abdominal wall desmoid, this has been an extremely complex case performed by dr. (B)(6) as dictated under separate cover. He is left with a large abdominal wall defect. He had seen us preoperatively regarding our anticipated need for reconstruction of post ablative abdominal wall defect. We discussed a variety of options available and concluded that most likely the prosthetic material would be needed. He has been extensively apprised regarding the risks of prosthetic material which include but not limited to bleeding, infection, bowel erosion, need for repeat surgery, the real likelihood of recurrent hernia, these and other complications enumerated. Informed consent clearly and unequivocally obtained. Procedure: ¿the patient had been preoperatively identified by dr. (B)(6). She performed the ablative portion of the operation dictated under separate cover, plastic surgery then assumed care of the patient. At this point, there was an open laparotomy with a full abdominal wall defect, some 30 x 15 cm. There were some remnants of the rectus abdominis bilaterally, but primary closure of the abdominal wall defect simply could not be performed. We did therefore proceed with mesh reconstruction of the fascial defect as anticipated preoperatively. We took for reconstructive purposes a double-sided gore-tex type inlay. This was then inset into the defect with mattress sutures of 0 prolene gaining us really a nice reconstruction of the fascial defect. The abdominal wall skin flaps were then elevated. The complex resection did eventuate some devascularized skin flaps in a random pattern. The devascularized tissue was sharply excised. These remaining flaps were trimmed, tailored, and inset over two 10 mm jp drains in a layered manner with absorbable sutures supported by skin sutures of nylon. The wound was dressed aseptically, and the patient was at this point transported to recovery room having tolerated the procedure well. No intraoperative complications were recognized. I personally performed or directly supervised this operation.¿ ¿ (B)(6) 2010: upmc shadyside. Implant record. Mesh soft tissue hernia repair patch 26 cm x 34 cm x 1 mm. 1dlmcp08. ¿ the records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/ni) was implanted during the procedure. [Nurse reviewer note: implant record incomplete.] Relevant medical information: ¿ (B)(6) 2010: (B)(6). (B)(6). Pathology report. Accession #: phs10-3268. Gross description: the specimen is submitted unfixed in 3 parts. Part 1 is identified as ¿left lower quadrant mass¿ and is labeled with the patient¿s name initials (B)(6). Received is an unoriented roughly oval portion of smooth pale-yellow firm tissue 3.0 x 1.5 x 1.2 cm. Ink code: black-external surface. Cassette code: 1a and 1b -serial cross sections (totally submitted). Part 2 is identified as ¿desmoid tumor and terminal ileum¿ and is labeled with the patient¿s name and initials (B)(6). Received is a 23.0 x 23.0 x 9.0 cm unoriented abdominal wall resection demonstrating what appears to be 3 disjointed segments of adherent small bowel at the deep surface (ranging from 5.0 up to 20.0 cm in length) and two unoriented firm pale gray tan skin ellipses attached on the superior surface measuring 9.0 x 2.0 cm and 3.0 x 1.5 cm. The remainder of the external surface is largely comprised of mildly firm pale tan-yellow adipose tissue and occasional soft red-brown muscle. On serial cross sectioning the cut surface demonstrates a 22.0 x 21.0 x 8.5 cm poorly circumscribed firm fibrous tan-white mass with a 9.0 x 9.0 x 7.0 cm area that is less fibrous with a fleshy, pale pink-white slightly whorled cut surface. The mass appears to infiltrate the subcutaneous tissue underlying the skin resections, partially extend into the wall of the longer bowel segment and extend to the edges of resection. The mucosal surfaces of each bowel segment are uniformly tan and normally folded and an anastomotic staple line is noted 13.0 cm from one stapled margin of the longest bowel segment. Additionally, received are 3 unoriented segments of intestinal tissue (each with scant attached mesenteric fat) ranging from 6.0 to 13.0 cm in length and ranging from 4.0 to 4.5 cm and circumference each. The mucosal surface is our normally folded and tan. The resection margins are closed with metallic staples. Digital imaging photographs are taken and representative tissue is procured for the clinical tissue bank. Ink code: black ¿ external surfaces. Cassette code: 2a and 2b-cross sections in relation to surface of muscle tissue. 2c ¿ cross section in relation to surface adipose tissue. 2d and 2e ¿ cross sections of nodule. 2f and 2g ¿ cross sections central portion of mass. 2h ¿ mass in relation to possible infiltration of adjacent bowel wall. 2i ¿ mass in relation to larger skin excision. Part 2 is identified as ¿sigmoid¿ and is labeled with the patient¿s name and initials mk. Received is an unoriented segment of intestinal tissue (with associated mesenteric fat) 7.5 cm n length by 6.0 cm in open circumference. One surgical margin is closed with metallic staples and the opposite margin is open. The mesenteric fat is roughened and focally indurated demonstrating a 2.5 cm in length by 1.5 cm in circumference outpouching of the bowel at the midportion which is closed with metallic staples. The mucosal surface is edematous tan and mildly folded and demonstrates what appears to be a metallic anastomotic staple line 3.0 cm from the stapled margin. Cassette code: 3a ¿ shave cross-section of stapled margin. 3b ¿ shave cross section of opposite open margin. 3c ¿ shave cross section of staple line of colonic outpouching. 3d ¿ cross section of anastomotic staple line. Microscopic: microscopic examination substantiates the above diagnosis. Explant procedure: exploration of abdominal wound, removal of infected mesh. Explant date: (B)(6), 2010 (hospitalization [ni]) ¿ (B)(6) 2010: (B)(6) hospital of (B)(6) health system. (B)(6), md. Operative report. Preoperative diagnosis(es): infected abdominal wall mesh reconstruction. Postoperative diagnosis(es): infected abdominal wall mesh reconstruction. Anesthesia: general. Indications: this very pleasant white male has previously undergone a laparotomy and reconstruction of a complex abdominal wall defect with separation of components augmented with onlay graft of prosthetic material. He has developed an infection of his abdominal wound and the abdominal wall mesh reconstruction is clinically infected. We did recommend exploration and removal of the abdominal wall mesh reconstruction. He is aware that risks include but are not limited to bleeding, infection, wound dehiscence, painful, unsightly scar, chronic reconstruction. Informed consent assured. Procedure: ¿I identified the patient in the preoperative holding area. I reviewed with him surgical plans and assured informed consent. The patient brought back to the operating room whereupon he was identified and laterality confirmed by a standard time out procedure, following which intravenous ancef was administered _____ [sic]. The patient was on preoperative antibiotics. This would then correspond to codes 4047 (f-1p), 4041 (f-1p), 4049 (f-1p) and 4046 (f) following this dvt prophylaxis affected in the form of compression stockings bilaterally. General anesthetic successfully induced. The abdominal wall scrubbed with betadine solution and prepped and draped in the usual sterile fashion. The abdominal wall hiatus was extended superiorly and inferiorly approximately an inch each way. We elevated the skin apron much of the previously inset abdominal wall mesh had come loose. As an onlay graft it did appear to be clinically infected. It was removed along with the prolene sutures securing it without difficulty. I did not appreciate any evidence of abdominal wall defect beneath. I did not appreciate any evidence of enterocutaneous fistula grossly. The wound was then irrigated copiously with antibiotic solution. Some of the granulation tissue was d¿brided and the wound was then packed with antibiotic-soaked gauze rolls tied together. This terminated the procedure. The patient tolerated the procedure well, was transported to the recovery room in stable and satisfactory condition. No intraoperative complications were recognized. Attestation statement: I personally performed or directly supervised this operation.¿ relevant medical information: ¿ (B)(6) 2010: (B)(6). (B)(6), md. Pathology report. Accession #: (B)(4). Patient history: chief complaint/pre-op/post-op diagnosis: abdominal wound. Procedure: wound exploration and debridement, excision of abdominal wall mesh. Final diagnosis: abdominal mesh, removal. Abdominal mesh (gross diagnosis only). Comment: the specimen labeled ¿abdominal mesh¿ has been subjected to a gross examination only. If it is desired that this specimen be processed for additional studies, particularly microscopic examination, it is suggested that the case pathologist be notified within two weeks of the sign out date of this report. This is particularly important as specimens are routinely discarded after a prescribed period of time. Gross description: the specimen is received fresh labeled with the patient¿s name, initials (B)(6) and ¿abdominal mesh¿. It consists of a sheet of tan-white, blood-tinged synthetic striated flexible material which measures 22 x 10.0 cm and is 0.1 cm in width. The flexible material is remarkable for blue nylon sutures lining the edges and multiple smooth- edged defects. No soft tissue is included. The specimen is for gross analysis only and no sections are submitted. ¿ (B)(6) 2010: (B)(6) presbyterian. (B)(6), md. Operative report. Preoperative diagnosis: status post multiple exploratory laparotomies, bowel resection secondary to gardner syndrome, and multiple dermoid tumors who developed right lower quadrant pain and concern for necrotizing fasciitis, abdominal wall infection, and intraabdominal transabdominal fluid collection concerning for fistula which contained air. Postoperative diagnosis: status post multiple exploratory laparotomies, bowel resection secondary to gardner syndrome, and multiple dermoid tumors who developed right lower quadrant pain and concern for necrotizing fasciitis, abdominal wall infection, and intraabdominal transabdominal fluid collection concerning for fistula which contained air. Procedures: exploration of peritoneal cavity via right lower quadrant abdominal wall incision, drainage of intraabdominal abscess, counter incision for evaluation of the skin and subcutaneous tissue to rule out necrotizing fasciitis. Brief history: the patient is a 35-year-old male with a history of gardner syndrome who has had 7 to 8 exploratory laparotomies with prior bowel resections and a known difficult abdomen who was last operated in (B)(6) who developed multiple abscesses. Subsequently in discussing with the family has had a small amount of bile and succus coming from the inferior aspect of the wound which has continued to slowly granulate in its midline, and he developed right lower quadrant pain and was transferred to the medical intensive care unit here at (B)(6). We evaluated the patient. There was a fluid collection with air in it which was transabdominal in right lower quadrant running through the rectus sheath. Plan, due to the patient¿s history of a very difficult abdomen, was to incise over this and drain the abdominal cavity to see whether this was pus or whether this was succus entericus. Description of operation: ¿the patient was brought to the operating room and placed supine on the operating room table. Following the induction of general anesthesia and receiving perioperative antibiotics, the patient¿s abdomen was prepped and draped in usual standard fashion. When we initiated our procedure, at the base of the wound, there was a small space through which we inserted a finger, this entered likely the peritoneal cavity and some small amount of succus entericus came out of it. This is likely a chronic communication with the peritoneal cavity through the base. We opened up this wound somewhat for better drainage. We then made a high flank incision as there was some erythema there to rule out necrotizing fasciitis. This was in line with the umbilicus, and incised down through the skin and subcutaneous tissue. In the tissue, there was no dark fluid. There was no obvious necrotizing process. We then made an incision over the right-sided rectus sheath, incised down through the skin and subcutaneous tissue down to the rectus sheath which we then bluntly entered through the rectus sheath and got a pulse of some slight bile stained blood and some air which was consistent with draining this intraabdominal collection. Fingers nicely went in intraabdominal where some _______ [sic] granulation tissue. There seems to be chronic space consistent with a chronic fistula, slow drainage, and we allowed this to egress outside. There was no obvious bile upcoming. No significant blood. We were reluctant to explore any further as not to worsen or cause any worsening fistula drainage. At this point in time, we packed all 3 incisions. The one in the inferior aspect of the wound which was likely previously there, our new incision in the _______ [sic] right middle quadrant and flank where there was minimal concern of necrotizing process, and our new incision transrectus which went right into the abdominal cavity where we drained our intraabdominal collection/abscess. The plan was to watch him closely, continue IV antibiotics, watch for cellulitis versus necrotizing fasciitis, re-imaging him this evening. If he were to become sick, he may require abdominal wall resection in addition to a full exploratory laparotomy and likely significant lysis of adhesions. Small bowel transplant team, dr. Costa, will be discussed with after the case. He is aware of our plans.¿ ¿ (B)(6) 2010: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis(es): the patient with gardner syndrome and enterocutaneous fistulas. Postoperative diagnosis(es): the patient with gardner syndrome and enterocutaneous fistulas. Pathology: pending. Surgeons: (B)(6), md/(B)(6), md. Assistants: fellow. Title of operation: exploratory laparotomy with lysis of adhesions, omentectomy, cholecystectomy, limited small bowel resection with taking down of an enterocutaneous fistula, excision of retroperitoneal desmoid tumor, tru-cut liver biopsy, major debridement of the anterior abdominal wall. Description of operation: ¿after the patient was put to sleep and intubated, the abdomen was prepped and draped in a standard fashion. The midline incision was made and abdominal cavity was entered. There were extensive adhesions that required careful and meticulous dissection. The dissection required more than 3 hours because of the previous multiple abdominal surgeries and the recent intraabdominal infection. Further dissection was carried out and intestinal loops were identified. Also the colon was identified. There was a small intestinal fistula about 40 cm distant to the ligament of treitz was anchored in the anterior abdominal wall and was the cause of the life threatening infection that the patient experienced few weeks ago and required emergent surgical intervention by the trauma surgeons. Further dissection was carried out and the patient was found to have about 60 cm of small bowel. The liver was very fatty and the tru-cut liver biopsy was taken to assess the degree of damage. Also cholecystectomy was done in a standard fashion with individual ligation and interruption of the cystic artery and vein. The dissection of the pelvic organs was also carried out and the patient had a previous sigmoid resection. There was very dense fibrous tissue along the course of the right ureter and also crossing the iliac vessels. Near complete excision of these tissues were carried out and was sent for histopathology to make a diagnosis if this is a residual mesenteric desmoid tumor or not. There was also a heavy infiltrates and hard tissues between the upper rectum and the rectosigmoid area and the sacrum. The decision was not to proceed with extensive excision since this could be a granulation tissue and also the patient has an infected abdomen. If sample showed that these are desmoid tumors, then a later surgical intervention will be carried out with shearing of the tumor off the iliac vessels, ureter, etc. The fistula site of the jejunum was then repaired by full-thickness excision of about 10 cm of the small bowel. An end-to-end anastomosis was being carried out in handsewn in 2 layers. The mesenteric window was then closed using 4-0 silk sutures. Careful inspection of the entire small bowel and colon was carried out. Some serosal tears were repaired using 4-0 silk sutures in interrupted fashion. The route of the mesentery showed no evidence of desmoid tumors. Also the pancreas and the stomach were examined and there was no evidence of desmoid tumors. The patient definitely had the short gut syndrome that is why the cholecystectomy was performed. The remaining native bowel 6 cm of small bowel and most of the colon, the prior jejuno-colonic anastomosis was preserved. However, there was some granulation tissue and fibrous tissue with staple lines that were excised. There was a lot of granulation tissue on the anterior abdominal wall that required major debridement of the abdominal wall. A jp was applied and the abdominal wall was then closed using interrupted 2-0 and 3-0 dermalon sutures. Attestation statement: I was in the operating room during the key parts of the operation and I did the small bowel resection and end-to-end anastomosis by myself with the assistance of dr. (B)(6). The rest of the operation was done by dr. (B)(6). Dr. (B)(6) was in the operating room during the entire operation and he did the steps of the operation except the small bowel resection and enteroenteric anastomosis with excision of fistula that was done by me and dr. Costa assisted me in the surgery.¿ I understand that section 1842 (b) (7) (d) of the social security act generally prohibits medicare physician fee schedule payment for the services of assistants at surgery in teaching hospitals when qualified residents are available to furnish such services. I certify that the services for which payment is claimed were medically necessary and that no qualified resident was available to perform the services. I further understand that these services are subject to post payment review by the medicare carrier. Assistance from an attending was required because of the lack of a surgical resident. The assistant was actually a fellow from mexico. The patient received antibiotic on entering into the operating room and also he will receive antibiotic after surgery for 5 to 7 days because of the abdominal infection and enterocutaneous fistula. The patient received heparin subcu. Pqri modifier: 4047f-1p, 4042f, and 4041f-1p. The gallbladder, the pelvic mesenteric tumors, and the piece of the small bowel with the enterocutaneous fistula were sent for histopathology.¿ ¿ (B)(6) 2010: (B)(6). (B)(6), md. Pathology report. Accession #: (B)(4). Patient history: 34-year-old male with a diagnosis of gardner¿s syndrome, s/p multiple abdominal surgeries, for management of his long-standing recurrent mesenteric fibromatosis. A previous procedure ((B)(6) 2010) was performed for excision of multiple abdominal masses, with a diagnosis of mesenteric fibromatosis (intra-abdominal desmoid tumor). On (B)(6) 2010, he returned to the or for adhesiolysis, intra-abdominal abscess evacuation and excision of recurrent desmoid tumor. An intra-operative liver biopsy was performed. Procedure: exploratory laparotomy with: 1. Lysis of extensive adhesions, 2. Omentectomy, 3. Cholecystectomy, 4. Limited small bowel resection with taking down of an enterocutaneous fistula, 5. Excision of retroperitoneal desmoid tumor, 6. Tru-cut liver biopsy, 7. Major debridement of the anterior abdominal wall. Final diagnosis: part 1. Skin and subcutaneous tissue, abdominal wall, excision mesenteric fibromatosis (intra-abdominal desmoid tumor), 5.5 x 3.5 x 1.5 cm, extending to the inked surgical resection margins (see comment). Part 2. Abdominal wall abscess, excision mesenteric fibromatosis (intra-abdominal desmoid tumor), extending to the inked surgical resection margins. Part 3. Omentum, excision mature adipose tissue. Part 4. Retroperitoneal head of desmoid tumor, excision mesenteric fibromatosis (intra-abdominal desmoid tumor), extending to the cauterized surgical resection margins. Part 5. Liver, biopsy a. Severe mixed micro and macrovesicular steatosis involving 80% of the biopsied liver parenchyma. B. Mildly active steatohepatitis (nafld activity score (nas) = 5/8). C. Moderate fibrosis (fibrosis stage 2/4). Part 6. Intestinal fistula, excision. A. Small intestine with acute inflammation and fibrous adventitial adhesions. B. Foreign body giant cell reaction to suture material. Part 7. Root of mesentery, excision. A. Mesenteric fibromatosis (intra-abdominal desmoid tumor), extending to the cauterized surgical resection margin. B. Large artery with organized thrombus. Part 8. Pelvic tissue, excision focal skeletal muscle myocyte necrosis, extensive fibrous scar and cauterized mature adipose tissue. Part 9. Gallbladder, cholecystectomy chronic cholecystitis. Comment: previous surgical resection specimen (B)(6) from (B)(6) 2010 and selected slides (4b, 6a and 8a) from this current case were reviewed at intradepartmental slide review/quality assurance conference on (B)(6) 2010 at 1 pm. These findings confirm tumor recurrence in the abdominal wall (parts 1-2), retroperitoneum, (part 4) and root of the mesentery (part 7). Part one. Abdominal wall scar, excision: histologic examination reveals plump banal fibroblasts arranged in broad sweeping fascicles that infiltrate the adjacent tissue extending to the cauterized surgical resection margin. Immunohistochemical stain to b-catenin focally stains the nuclei. Estrogen receptor, c-kit and cd34 fail to stain the tumor cells. Taken together these results support the diagnosis of mesenteric fibromatosis (intra-abdominal desmoid). Gross description: part 1 is identified as ¿abdominal wall scar¿, and is labeled with the patient¿s name, with initials (B)(6). Received is an unoriented skin and subcutaneous ellipse, previously fixed in formalin, 909 cm tip-to-tip, 9.9 tip, x 3.5 cm with 3.5 cm, in depth. Along the length of the skin, there is a 5.5 x 3.5 x 1.5 cm scar lesion, with white firm elevated borders, and with an eroded central portion. Serial sections reveal a firm, compact and tan-white surface, with multifocal areas of congestion. The surgical resection margins are inked blue. Digital images are obtained. Transverse central and peripheral sections are submitted as follows: a-skin and subcutis with lesion. B-tips. Part 2 is identified as ¿abdominal wall abscess¿, and is labeled with the patient¿s name, with initial (B)(6). Received is an irregular unoriented, segment of fibrous-fatty tissue, previously fixed in formalin, 8.5 x 3.4 x 2.2 cm. Along its length, there is an elongated purulent and eroded lesion, 2.9 x 0.7 cm, with a 0.9 cm depth. Serial sections reveal a markedly thickened, compact, firm and tan-white surface. Unattached, in the same container is additional fibrous tissue, 7.5 x 3.5 x 2.0 cm. The surgical resection margins are inked blue in both segments. A transverse central section along each specimen¿s depth is submitted as follows: a- central segment of larger tissue, with purulent eroded lesion. B- peripheral sections of larger tissue. C- smaller, unattached tissue. Part 3 is identified as ¿omentum¿, and is labeled with the patient¿s name, with initial (B)(6). Received is an irregular segment of omental fat, previously fixed in formalin, 24.0 x 17.0 x 1.5 cm. The soft tan yellow lobulated adipose surface contains six slightly indurated pale vaguely nodular areas, ranging from 0.3 to 0.6 cm, which are submitted as follows: a- indurated areas. Part 4 is identified as ¿retroperitoneal head of desmoid tumor¿, and is labeled with the patient¿s name, with initial (B)(6). Received is a roughly nodular segment of fibroadipose tissue, previously fixed in formalin, 5.5 x 4.9 x 4.5 cm. Serial transverse sections reveal a firm thick tan-white fibrous surface entrapping the adipose areas. Representative sections are submitted as follows, after digital image documentation: a- desmoid tumor, ¿head¿. B- desmoid tumor ¿head¿. Part 5 is identified at ¿liver biopsy¿, and is labeled with the patient¿s name, with initials (B)(6).

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The instructions for use further warn: "as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device." The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary." Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions and/or actions of healthcare professional or device user, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, pain, abscess, fistula. Additional event specific information was not provided.